Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they the customer hospitalized for low blood glucose and customer in the hospital from (B)(6) 2018 and then from (B)(6) 2018 went to a regular room was discharged on (B)(6) 2018. Customer's blood glucose value was 40 mg/dl at the time of the incident. The customer was assisted with troubleshooting and declined for low blood glucose. Customer will not return device for analysis.